Event description:
Received information stating cartridge separated from the pigtail. No patient harm reported.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.